Manufacturer narrative:
See MDR 1920664-2010-00029 for the intraocular lens used with this delivery device.

Event description:
The haptic was bent while the iol was inserted into the patient's eye. The incision was enlarged to removed and replace the lens. A suture was used to close the wound.